Manufacturer narrative:
(B)(6) date sent: 09/26/2017 were there any patient consequences? No aes event reported.

Manufacturer narrative:
(B)(4). Date sent: 1-18-2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. H11 g6. Follow up number.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2017. Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence?

Event description:
During the introduction of the laparoscopic device through the access way,the instrumentalists noticed a fragment of black rubber. A second access way was prepared, the abdomen was filled with co2 and the black piece was retrieved. Subsequently it was removed the trocar from which detached the black piece. During the visual inspection the valve resulted lacerated.